Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the pitch cable to be broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. The broken strands stuck out at the wrist. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the cables were frayed on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.